Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was observed on this right ventricular (rv) lead. Additionally, a decreased in impedance measurements from 700 to 500 ohms and high threshold measurements were observed. As a result, the output was increased to avoid future loss of capture. No additional adverse patient effects were reported.